Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a multirate large volume infusor. The device was not functioning properly when it was set to 5ml/hour; however, it was working fine in 12ml/hour flow rate. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, g2 (add source), h3, h4, h6, h11. Correction: e1 information. H4: the lot was manufactured between july 31 - august 1, 2023. H11: the actual device was received for evaluation without fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed at 5 ml/hr and the flow rates were found to be within the product specification range. Evidence of continuous flow of fluid was observed after fill and during the flow test. The infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.